Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure using an xi system, the erbe integrated electrosurgical unit (iesu) displayed activation interrupted errors, including c-00 and m-11, resulting in monopolar not working. Rebooting the erbe temporarily restored monopolar functionality, but the activation interrupted errors returned. Error logs showed c-30, c-00, m-11, and m-18. The procedure was completed without any report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and the issue was confirmed in logs, which showed c-30, m-11, and m-18 errors on february 13, 2026. Functional testing produced a c-30 error on the monopolar connector #2 coag, and internal erbe logs also showed c-00 and m-11 errors. The complaint was confirmed by failure analysis.